Event description:
Reporter alleged obtaining a result of 409 mg/dl on advantage system 1 compared back to back with a result of 179 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter alleged that on a different day, she obtained a result of 346 mg/dl on advantage system 1 compared back to back with a result of 164 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged, there was vitreous fluid loss, and the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A vitrectomy was also performed. A second iol was implanted successfully and the pt's prognosis is excellent with 20/20 ucdva. (B)(4).